Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator report the pt's historical log file showed isolated low speed events. A review of the log file submitted to the MFR for analysis showed a reduction in pump speed below the auto lot set speed which appeared to be associated with a drop in voltage supply. An issue the black power lead was suspected and the hospital exchanged the pt's system controller as per the instructions in the info for use (IFU). The pt remains ongoing on lvad support with no further issues.

Manufacturer narrative:
The pt's system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.